Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (25 mg/ml, 2.5 mg/day) and fentanyl (10000 mcg/ml, 100 mcg/day) via an implantable pump for spinal pain. It was reported that that the patient started having overdose symptoms shortly after pump refill and before the pump was updated, which continued to progress during and after pump update. The patient became more unresponsive and eventually stopped breathing. Narcan was administered and ems was contacted.  The patient became conscious again after receiving narcan. The pump was initially filled with 20 ml and after the symptoms the pump was emptied and approximately 18.5 mls were removed. The pump was filled with preservative free saline.

Manufacturer narrative:
H3. Devices were returned and destructive analysis not complete due to device legal hold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that in regards to the pump being filled with 20 ml and emptied of 18.5 ml, the expected volume should have been 20ml because she had just filled with 20ml. The physician believed there was a device issue. The physician believed the cause for the symptoms was overdose. The actions taken to resolve the issue was the physician filled the pump with normal saline and prescribed the patient oral medication, and scheduled a meeting to speak with company engineering to discuss proper fill techniques etc.

Manufacturer narrative:
H6: device code a24 no longer applicable for the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.